Manufacturer narrative:
Continuation of d10: product ID 37742 lot# serial# njd053538n implanted: explanted: product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 37742, serial/lot #: , ubd: , UDI#: g2: the country of origin is (B)(6). H3: analysis of the programmer, model# 37742 serial# (B)(6) revealed the telemetry board was corroded, causing no power. There was corrosion on the case front and bottom. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A programmer was returned with no known issues. An in-house failure of the device as found.